Manufacturer narrative:
(B)(4) the results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2016, an asd closure procedure was performed. Toe prior to implant showed the defect to be approximately 30mm with superior rim deficiencies. The patient's defect was measured via stop flow at 32 mm with a 40 mm sizing balloon (sb) measured with echo and angiogram. A 32 mm amplatzer septal occluder (aso) was deployed and removed as it did not appear stable and a larger 34 mm aso was selected. The 34 mm aso appeared stable and was therefore released. The patient's chest x-ray approximately 8 hours post procedure appeared satisfactory and the aso remained insitu in the correct position. On (B)(6) 2016, the patient had a pre-discharge echo and the aso was found to have embolized into the pulmonary artery. It was noted that the patient had erratic episodes of coughing during the night. The aso was retrieved using a 13f amplatzer delivery system and goose neck snare with success. The patient was stable following removal of the aso and is awaiting surgical closure of the asd.